Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. Concomitant product: 419588, implanted: (B)(6) 2013.

Event description:
It was reported that the client should be informed that the remote website cannot process a transmission with the cardiac resynchronization therapy pacemaker (crt-p) implant detection is on. The client should check the procedures and take the appropriate steps to permit future transmissions from the device to be processed by the remote website. Technical support (ts) left a voicemail message at the account explaining the need to turn on the implant detection with a programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.